Manufacturer narrative:
The reported complaint of a fully charged autopulse li-ion battery (serial # (B)(4) does not power up the autopulse platform was not confirmed during functional testing. No device malfunction was observed during testing, and the battery functioned as intended. Per the customer, the autopulse platform was able to power up with other li-ion batteries; therefore, the root cause of the reported complaint could not be determined. During visual inspection, no physical damage was observed, and four green lights were illuminated on the returned autopulse li-ion battery. The returned battery archive was downloaded and reviewed, no discrepancy was recorded. On (B)(6), 2022, battery recorded multiple in and out device (probably autopulse) events. The customer pulled inserted the battery and after few seconds it was pulled out for unknown reasons. Battery was last charged successfully on (B)(6) 2022 and was last used in the autopulse on (B)(6), 2022. The battery passed charging in a known multi chemistry charger and four green lights illuminated after charging. The battery was also tested in a known good autopulse with compression using large resuscitation text fixture for about 33 minutes without any issue. The battery passed all testing criteria, and the customer's reported complaint was not replicated.

Event description:
During shift check, customer reported that a fully charged autopulse li-ion battery (serial # (B)(4) does not power up the autopulse platform when inserted. The autopulse platform was able to power up using other li-ion batteries. No patient involvement.